Event description:
It was reported that during total laparoscopic hysterectomy procedure, the devices could not get the tissue sealing properly. Activation tone, energy delivery and end tone were noted. Sealing failure was observed specifically in the probe. Although no error messages or re-grasp alerts were displayed, vessel sealing did not occur as expected. There was no reported bleeding, and therefore no blood loss in milliliters or transfusion was necessary. The jaws of the device were cleaned frequently during the case. Approximately 2¿3 successful seals were completed before the issue arose. The problem occurred while working on the round ligaments, and the tissue was described as skeletonized and not too thick. Surgeon completed the procedure using a non-medtronic bipolar device. The generator was working in good condition. No patient injury.

Manufacturer narrative:
Additional information: b5, d10, g3 d10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (imf) additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total laparoscopic hysterectomy procedure, the devices could not get the tissue sealing properly. Activation tone, energy delivery and end tone were noted, but sealing failure was observed specifically in the probe. Although no error messages or re-grasp alerts were displayed, vessel sealing did not occur as expected. There was no reported bleeding, and therefore no blood loss in milliliters or transfusion was necessary. The jaws of the device were cleaned frequently during the case. Approximately 2¿3 successful seals were completed before the issue arose. The problem occurred while working on the round ligaments, and the tissue was described as skeletonized and not too thick. Surgeon completed the procedure using a bipolar device. No patient injury.

Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37 cm (lot #: 43390291x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total laparoscopic hysterectomy procedure, the device could not get the tissue sealing properly. Activation tone, energy delivery and end tone were noted, but sealing failure was observed specifically in the probe. Although no error messages or re-grasp alerts were displayed, vessel sealing did not occur as expected. Approximately 2¿3 successful seals were completed after the device¿s knife blade was exposed. The problem occurred while working on the round ligaments, and the tissue was described as skeletonized and not too thick. Another ligasure devices were used successfully with the same generator however afterwards, the second ligasure took 5 to 6 attempts to seal and not cutting properly with no regrasp alert but with evidenced energy delivery and end tones were heard then stopped working. The jaws of the device were cleaned frequently during the case. Surgeon completed the procedure using a non-medtronic bipolar device. The generator was working in good condition. There was no reported bleeding and therefore no blood loss in milliliters or transfusion was necessary. There was no patient injury.

Manufacturer narrative:
Correction: b5 additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dots on the seal plates were damaged/flattened. The visual inspection also found seal plate damage, consistent with arcing. Product analysis identified the jaw gap of the device not be within specification. The dots on the seal plates were damaged which lowered the jaw gap. The arcing likely occurred from a short due to the jaw gap being lower. The device was activated multiple times on a saline-soaked gauze pad but had re-grasp alarms. The seal cycle was interrupted. The cause of the failures and defects observed were traced to overuse. The device's rfid logs were pulled and it show the device was subjected to 43 different uses and 4000+ initiated seals. The device has reached end of life. It was reported that the device could not get the tissue sealing properly and device stopped working. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components which could affect the function of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total laparoscopic hysterectomy procedure, the device could not get the tissue sealing properly. Activation tone, energy delivery and end tone were noted, but sealing failure was observed specifically in the probe. Although no error messages or re-grasp alerts were displayed, vessel sealing did not occur as expected. Approximately 2¿3 successful seals were completed after the device¿s knife blade was exposed. The problem occurred while working on the round ligaments, and the tissue was described as skeletonized and not too thick. Other devices were used successfully with the same generator; however, the second device had no regrasp alert, although energy delivery was evident and end tones were heard. Afterwards, the device stopped working. The jaws of the device were cleaned frequently during the case. The surgeon completed the procedure using a non-medtronic bipolar device. The generator was working in good condition. There was no reported bleeding, and therefore no blood loss in milliliters or transfusion was necessary. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d4 (UDI), g3, h6. Correction: d3 (MFR name and street 1). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.